Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that devices cannot be interrogated. A new header was used on this programmer, with the same result. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that devices can not be interrogated. A new header was used on this programmer with the same result. The programmerwas returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. Interrogation was not possible due to a loose rf (radio-frequency) head connector on the printed circuit board. The fan was also found to be noisy. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.